Event description:
It was reported that customer wanted to share that they have heard directly from 5 staff members independently of each other that they have had trouble with intermittent catheter. Each person stated when they inserted the catheter the urine came right out the drainage spout. Previously kits have had the drainage port automatically closed right out of the kit, so they were not checking prior to catheter insertion to ensure it was closed. This was a not only a nuisance for staff and patients because they end up with urine all over, but it was also an infection control risk with staff exposed to bodily fluid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: b, d, e, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer wanted to share that they have heard directly from 5 staff members independently of each other that they have had trouble with leg bag. Each person stated when they inserted the catheter the urine came right out the drainage spout. Previously kits have had the drainage port automatically closed right out of the kit, so they were not checking prior to catheter insertion to ensure it was closed. This was a not only a nuisance for staff and patients because they end up with urine all over, but it was also an infection control risk with staff exposed to bodily fluid.